Event description:
It was reported that during a da vinci surgical procedure, the tips on the small clip applier instrument were observed to be misaligned when attempting to load the clip. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the distal end of the tips are both broken. The broken fragments were not returned with the instrument. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken tips, if to recur could cause or contribute to an adverse event.